Event description:
Customer reported receiving a failed battery test alert on the insulin pump. Customer was unable to clear the alert even after battery changes. Customer's blood glucose reading at the time of the call was 277 mg/dl and has treated with a bolus. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into b1 interface board and power up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump has cracked case at display window corners and minor scratched lcd window.